Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The detached fragment was stuck inside the guidewire lumen of the rx biliary stent. The guidewire could not be removed. No part of the guidewire detached inside the patient. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The guidewire was returned loaded in to stent delivery system and was difficult to remove. Visual evaluation of the guidewire revealed that the jacket (ptfe) was damaged and peeled along the wire. The complaint is not consistent with the return guidewire that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The detached fragment was stuck inside the guidewire lumen of the rx biliary stent. The guidewire could not be removed. No part of the guidewire detached inside the patient. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.